Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found insulation damage at 34.2-35.4cm from the connector pin consistent with clavicle crush damage. There was no breach in insulation and conductors were intact at this location.

Event description:
This report is to advise of an event observed during analysis.